Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 22 may 2018, the device was noted to have been previously repaired three times, the last repair being for a bent comb and handle reported on 21 february 2018. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. On 22 may 2019, it was reported that a mesher was tearing a graft and that metal shaving came out of the device. The customer was asked to return a zimmer skin graft mesher serial number 3216 as well as four cutters for evaluation, but at the time of the investigation, the customer has yet to return the device. As such, no evaluation or repair can be reviewed as part of the investigation. Reference number (B)(4) on 22 may 2019. The product was not returned for evaluation or repair. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action. H3 other text : not returned to manufacturer.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was tearing the graft, metal shavings came out of the device. The grid blades were also bent. Event occurred during surgery, no harm and delay of 20 minutes to obtain a new mesher reported. An additional unplanned skin graft was required. No additional patient consequences were reported.